Manufacturer narrative:
Additional information is provided in device available for evaluation?, concomitant medical products, device evaluated by MFR?., evaluation codes and additional MFR narrative. The company representative visited the site to evaluate the system and confirmed that the reported events only occurred with the use of the irrigation/aspiration (I/a) handpiece, not with the phaco handpiece. The company representative worked with customer on how to properly change out the o-rings. The company representative determined that the cause of the reported events was attributed to the I/a handpiece. No problem was found with the system. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 27, 2011. Based on qa assessment, the product met specifications at the time of release. No reusable handpiece sample was returned for evaluation for the report of no suction or irrigation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. There was no problem found with the system. Therefore, it is not suspected to have contributed to the reported events. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing no suctioning and no irrigation before a procedure. Additional information has been requested, but none received to date.